Event description:
It was reported that there was a black substance or black material, half an inch long, in the patient line of an amia cassette. This was identified when the cassette package was opened during setup/preparation for peritoneal dialysis (pd) therapy. The patient obtained a different cassette for use; which appeared to be fine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information is added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.